Event description:
Per feedback form, while in use, the v60 shut down while in therapeutic use. Patient was transferred to an alternate device. No reports of patient/user harm/injury. Investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was unable to provide a serial number for the suspected device. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/10/2022, 12/02/2022, 12/08/2022 and 01/04/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.